Manufacturer narrative:
Other relevant device(s) are: product ID: 3982c8f, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 7496-51, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for peripheral causalgia. It was reported that the patient¿s first implant was removed because the wire caused a hole in their arm. The event date was unknown. No further complications were reported/anticipated.